Event description:
The advocate called for help with the customer's meter. While troubleshooting, he performed control tests and received a result of 193 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The advocate used the remaining test strips while troubleshooting, so no product will be returned for evaluation.